Event description:
It was reported that the system displayed a charger failed error message at boot up. This prevented the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack as replaced during the service call. The system was tested and found to be working as intended and put back into service.